Event description:
Or nurses had set up for a 25 gauge vitrectomy with our new constellation machine. The machine had been primed and calibrated. The patient was brought into the room, prepped and draped. The surgeon started the case and said that the 25 gauge vitrector was not working correctly. We do not have 25 vitrectors separately, so another set up was obtained. We replaced the vitrector, re-primed etc. The machine noted low cut rate vitrector and the machine still did not work correctly. Additional help for third set-up was called. Help came in and opened yet another 25 gauge set up. This set up was re-primed and it worked.